Event description:
It is reported that the gamma nail broke after osteosynthetic patient care center of a per and subtrochanteric femur fracture.

Manufacturer narrative:
Evaluation summary: evaluation revealed the long gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to overload, contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill. Due to a notching effect, the misdrill most likely had created the starting point of the implant breakage at the lateral edge of the anterior bridge. A more precise statement is not possible with the information given.